Manufacturer narrative:
Conclusion - surgeon attributes event to failure of protackers.

Event description:
International customer reported that the patient developed pain following mesh implant. The patient was returned to surgery for repair. The surgeon observed that the device was not secured to the abdominal wall and reported that the event is attributed to a failure of the protacks manufactured by tyco corporation.